Event description:
It was reported that the patient programmer showed the "in the box" icon, and stimulation could not be adjusted. This had occurred at least 5 times since the patient was implanted. The patient indicated it had occurred 7 times. The event occurred when the patient went to turn her stimulation off with the patient programmer (the patient turned it off each night before going to bed), she then received the "in the box" icon and was not able to turn her neurostimulator off with the patient programmer. Upon interrogation with the clinician programmer, all programming was intact and no unusual error messages were noted. The patient had already received approximately 3 replacement patient programmers. Additional information received reported the issue was resolved. The patient received a new programmer and was doing well without complaint.

Event description:
Additional information received reported that the patient lost therapy and saw the "in the box" icon on (B)(6) 2012. It was thought that this was the seventh incident of occurrence, though the patient may have lost count. This was the first incident since the patient programmer was replaced in (B)(6) 2011. It was noted that the recharger had not been replaced at that time. The patient saw the icon with the first programmer use after a recharge session, and no error codes appeared on the programmer before the "in the box" icon. It was reported that the patient turned her device off or down every night and was doing that when she saw the "in the box" icon. The patient used the antenna locate feature once with every recharge, and planned to discontinue use of the antenna locate and see if the problem recurred. The patient did not use the x key, just the green start charge key. The patient had charged for one hour and the ins was full after the charge session. The patient powered on her programmer, pressed the sync key, and attempted to turn stimulation off using the middle key. The caller was able to clear the "out of box" status and restore therapy with an 8840 session. There had been no exposure to emi.

Event description:
Additional information received reported the first "in the box" event occurred an estimated one month after implant. The patient did not notice a pattern with getting the "in the box" message when first using her patient programmer after a recharge session. She thought there had been times when she recharged her implantable neurostimulator (ins) then used her patient programmer successfully a few times before receiving the "in the box" message. Historically, the patient charged every 3-4 days when the ins was at 50-75% charged (she never let it drop below 50%). She usually started the recharge session by conducting the antenna locate feature, and then closing out of that by pressing the "x" button and then pressing the green start charge button. She also used the antenna locate feature in the midst of recharging sessions to increase coupling bars if coupling fell to 4 or less bars. She generally charged until the ins full icon appeared. She wasn't able to hear the recharger beep very well, so she relied on checking the recharger display periodically to check the charge status. The patient occasionally had telemetry issues with the patient programmer, but it ha d never been chronic and resolved with repeat attempts. The patient had not had reoccurring "in the box" events since (B)(6) 2011.

Manufacturer narrative:
Adaptor model 37092 lot# 264130001 implanted (B)(6) 2010 explanted unk; lead model 3778-60 lot# v492027013 implanted (B)(6) 2010 explanted unk; lead model 3778-45 lot# v584853003 implanted (B)(6) 2010 explanted unk; recharger model 37752 (B)(4); programmer model 37743 (B)(4). Analysis of the patient programmer model 37743 (B)(4) found no significant anomaly.

Manufacturer narrative:
Analysis of the recharger, serial number (B)(4), found no anomalies. The complaint was unverified.